Event description:
Reporter is not requesting compensation, but is extremely concerned about an adverse event that they experienced on mammography this past week. Basically, what reporter is requesting is that their suggestion-s- be enforced, effective immediately, to prevent the potential risk for severe infection to anyone. Reporter recently had a mammogram at a local hospial and feels they must bring up a concern which desperately and immediately needs to be addressed and which otherwise could serve as a potential risk for severe infection. Prior to their mammogram appointment, reporter shaved their underarm area at home, then showered using a hot, very soapy washcloth with antibacterial soap and twice scrubbed off all residue of deodorant they had applied from the previous day, so that no aluminum residue would alter the radiographs. Even not showering in a couple of days, their body never carries the obnoxious, unpleasant underarm odor, as they daily use antiperspirant deodorant and they use it lavishly. On approaching closely to the mammography x-ray machine, reporter suddenly noticed an underarm odor/scent which actually surprised their, as reporter had "checked" their underarms on putting on the gown they were given to wear with absolutely no odor emitting. On pressing their torso closely to the breast platform, reporter picked up again on the odor reeking from the right-angled corner of the "plate" which every armpit surrounds during examination, hardly believing that much odor could have emitted from their own armpit. After the technician left the room to review the x-rays, reporter performed a comparison of their own armpits compared to the platform corner: comparing their own armpit, which had barely any odor other than what was -by then- a residual rub-off from the corner of the plate their armpit rested against and then directly smelling the corner of the plate itself, which reeked of a build-up of odor in multiples which definitely could not have possibly just rubbed off from their own armpit. They all know that armpit odor is caused from bacteria - gram- positive bacteria -those that get to the body through the skin, such as staphylococcus aureus including toxic shock syndrome, mycobacterium leprae, clostribdium tetani, among others-. Their underarm area was yet tender, as it had just hours before been cleanly shaven, and -unavoidedly- was subject to a few razor nicks since most underarm areas are not always evenly contoured. Reporter is really upset that their armpit was "rested" -in a sense- against a disgustingly smelly person's build-up of accumulated odors over weeks of the plate not getting cleaned with each use. No telling what bacteria an earlier pt carried and left behind on the cornerplate for the next pt. Despite a technician cleaning every time a pt comes in, they doubt just "wiping the area off" would remedy this situation. If two women shaved and one had the mammogram before the other, potentially, any blood residue from shaving nicks could open the door for germination of spores and growth of bacteria, or possibly a hepatitis-c viral infection. Again, reporter has to state they are somewhat upset. Reporter could not wait to get home to wash up. Reporter would like to insist, henceforth, that any place bare skin must touch this equipment, a complete "guard" -or disposable vinyl shield- be placed over that point of contact. If the company that makes the machine -in this instance, siemens- does not provide a readily designed guard, reporter feels this could easily be remedied by just cutting off, diagonally, half of a large zip-lock freezer bag, and/or definitely a sleeve of more than a sufficient amount to cover the entire area of skin contact. This plastic could then be disposed of upon completion of the x-ray, and, subsequently, reporter would recommend yet a good antiseptic cleaning with an antibacterial germicide. Had reporter known what they were about to face at this visit, reporter would have brought a shield for self. One of the most disgusting things is underarm odor and even worse would be contracting hepatitis or another disease in this environment. Reporter might suggest this burden should lie with the the company that manufactures the mammography equipment, otherwise the hospital for failure of utilizing these guards -if available-. This should be the standard for all mammography equipment touching the underarm area.